Event description:
It was reported that an ilet user¿s parent reported loss of glucose readings on the ilet after starting a new dexcom g7 sensor, while the dexcom app continued to display values; the agent confirmed no receiver in use, had the user toggle settings and re-enter the pairing code, and advised that reconnection could take up to 30 minutes. Symptoms included no ilet glucose data due to apparent signal loss between the ilet and the g7 sensor. Outcomes included a temporary interruption of automated dosing due to missing sensor data. Investigation included remote troubleshooting and user education to re-establish the bluetooth connection and confirm correct sensor code entry. Investigation of this case revealed ilet-to-sensor communication loss with continued sensor function on the dexcom app, indicating a pairing or bluetooth connectivity issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was communication disruption between the ilet and the g7 sensor that resolved with re-pairing procedures.